Manufacturer narrative:
Pending investigation. (B)(4).

Event description:
As reported, the patient had an initial tka on (B)(6) 2017. The patient was revised on 10/6/2022 due to unknown reasons. No further information reported.

Manufacturer narrative:
Pending investigation results.

Event description:
It was reported via a legal notification that a male patient had a right knee implanted on (B)(6) 2017 and underwent a revision procedure on (B)(6) 2022. The patient was diagnosed with ¿osteolysis and loosening under the femoral flange¿ and was recommended to undergo a right total knee replacement revision surgery. The patient underwent revision surgery of his right knee replacement to remove the optetrak device due to ¿aseptic loosening of the femoral component and marked osteolysis secondary to polyethylene wear.¿ during the revision surgery, the orthopedic surgeon encountered ¿extensive synovitis¿ and noted the polyethylene liner to contain ¿wear¿with delamination.¿ additionally, the surgeon noted the femoral component was loose ¿with marked osteolysis.¿ tissue specimens sent to pathology revealed evidence of ¿polyethylene particulate debris,¿ including ¿small and large polyethylene particles¿ resulting in tissue reaction to particulate implant material and tissue necrosis. No additional information.

Manufacturer narrative:
H6: investigation results - the revision reported was likely the result of prosthesis wear, osteolysis, and an insufficient bond between the femoral component and the bone which led to aseptic (non-infected) femoral loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear, osteolysis, and femoral loosening could not be determined as the devices were not returned for evaluation, and images and radiographs were not provided. Initial submission: fields in section f should be blank, this is a manufacturer's report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. MDR section codes updated/corrected: a, b, c, e, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of femoral loosening, instability, and prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.